Event description:
The implant card was received indicating that the generator was explanted due to battery depletion and that lead impedance at the time of the replacement was ok. Product analysis on the generator was completed on (B)(6) 2012. During product analysis an end of service condition was identified. This was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during a follow up visit on (B)(6) 2011, the patient's generator could not be communicated with. The patient's caregiver indicated that the generator could not be communicated with during an appointment in (B)(4) as well, however clinic notes received from the patient's treating physician indicated that in (B)(6), the patient's device was interrogated and found to have "sufficient life". The patient's caregiver also indicated that the generator may be at end of service however this has not been confirmed with the physician. The generator was replaced on (B)(6) 2011, reportedly due to "battery failure". The explanted generator has not yet been returned to the manufacturer for analysis. Attempts for additional information have been unsuccessful to date.

Event description:
The generator was returned on (B)(6) 2011. Product analysis is not yet complete.